Event description:
It was reported in 12/2005 that a pt required antibiotic therapy for peritonitis. The initial report stated a leak at bag connection end of extension set. The pt was prescribed ancef and ceftazidine to treat the peritonitis. No further intervention was required relating to this event. The pt reportedly continues peritoneal dialysis as ordered. There is no sample or lot number available. The device was thrown away.